Event description:
A percutaneous coronary intervention (pci) was performed for a 90% stenosed lesion in the mid to distal left anterior descending artery (lad). Dilatation with a balloon was performed; a stent was implanted in the lesion and confirmed with an intravascular ultrasound (ivus) catheter. When the physician went to withdraw the catheter it had become caught on the distal edge of the stent. In an attempt to release the catheter, the imaging core was removed from the catheter, and a guidewire was inserted, withdraw was unsuccessful. The physician inserted another guidewire parallel to the ivus and was able to withdraw the catheter outside the body ending the procedure. The patient's condition was reported to be ¿good¿.

Manufacturer narrative:
(B) (4) new code request has been submitted for stuck in stent.

Event description:
A percutaneous coronary intervention (pci) was performed for a 90% stenosed lesion in the mid to distal left anterior descending artery (lad). Dilatation with a balloon was performed; a stent was implanted in the lesion and confirmed with an intravascular ultrasound (ivus) catheter. When the physician went to withdraw, resistance was meant, the catheter had become caught on the distal edge of the stent. In an attempt to release the catheter, the imaging core was removed from the catheter, and a guidewire was inserted, withdraw was unsuccessful. The physician inserted another guidewire parallel to the ivus and was able to withdraw the catheter outside the body ending the procedure. The patient condition was reported to be ¿good¿.

Manufacturer narrative:
A review of the device history record was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the same lot. The sheath assembly, together with guidewire (0.014") that was used during procedure were returned. The hub, telescope, and imaging core were not returned (removed by user during the event in attempt to free the device), therefore no functional test could be performed. A visual inspection of the returned device observed bloodstains inside of the distal tip assembly. A kink was observed in the imaging window and the guidewire exit port was lifted. There was no damage observed on the distal tip assembly. A test guidewire (0.014") was inserted into the monorail segment of the tip and no indication of resistance in tracking the guidewire into the catheter was noted. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings and precautions: warnings: "never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment." Precautions: "if difficulty in backloading the guidewire into the distal end of the catheter is encountered, inspect the guidewire exit port for damage before inserting the catheter into the vasculature. The use of a damaged guidewire exit port could increase the resistance of catheter advancement or withdrawal... During and after the procedure, inspect the catheter carefully for any damage which may have occurred during use. Multiple insertions may lead to catheter exit port dimension change/distortion which could increase the chance of the catheter catching on the stent. Care should be taken when re-inserting and/or retracting catheter to prevent exit port damage." The review of the device labeling found no evidence of indication that the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the returned device, and anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.